Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, lens had a linear crack from the middle up to the optic haptic junction which was noted upon insertion. There was no difficulty when folding and inserting the iol. The surgeon decided to leave the iol inside the patient¿s eye as patient had acute macular degeneration. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in h.6.- on initial MDR the method code of b17 was an error. It should have been b20 on the original MDR. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. The lens was left implanted. The instruction for use (IFU) instructs, using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).